Event description:
It was reported that there were automodeswitch switch (ams) episodes noted on merlin transmission. No symptoms were reported. The ams episodes showed undersensing of fine atrial fibrillation (af). No intervention was reported.